Event description:
Event was reported to caldera medical by an attorney. The patient has suffered incontinence, leakage, pain in pelvic area, and urinary tract infection. No further information has been provided.